Event description:
It was reported to boston scientific corp that an obtryx halo system was used during a sling procedure. Pt age was reported as (B)(6) years. According to the complainant, during the procedure, the trocar was difficult to manouvre around the pubic ramus into the vagina. The procedure was completed with an obtryx curved system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine". The pt reported no pain or discomfort following the procedure.

Manufacturer narrative:
(B)(4).